Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that he did a complete set change today and found the cartridge leaking at the luer lock connection. There is no reported adverse event with this complaint. This report is made based on the allegation of the cartridge leak issue.

Manufacturer narrative:
Follow up #1 submitted: 08/23/2013. Device evaluation: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, fill test was performed with no failures observed and no observed leakage out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.